Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of a homechoice cassette. This occurred during fill two of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that fluid was leaking from the patient line. The patient accidentally unscrewed patient line from the transfer set causing the fluid to leak. Renal therapy services (rts) assisted the patient to start over with new supplies. Rts assisted the patient in ending the therapy. There was no patient injury or medical intervention associated with this event. No addition information is available.

Manufacturer narrative:
The reported leak was the direct result of a use error in which the patient unscrewed the patient line from the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.